Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code) qrb.

Event description:
It was reported that the patient had a pop-up message on the remote control that states the implantable pulse generator (ipg) was near end of life. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.